Manufacturer narrative:
(B)(6).

Event description:
The pt was at the hosp with what was believed to be a "pump malfunction". The hosp was working on contacting the pt's primary healthcare provider. The device system was used to deliver baclofen. Additional info has been requested a f/u report will be sent if additional info becomes available.